Event description:
During a high pressure injection, the connection came loose on the high pressure contrast injection tube and sprayed contrast. There was no pt or clinician harm or injury as a result of this event.